Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.

Manufacturer narrative:
Evaluation of the aeds log files confirmed the reported issue; however, the cause of the depleted battery could not be determined. Although requested, the battery pack has not been returned and the cause of the complaint is not known.